Event description:
Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Internal memory related to incident was reviewed. Conclusion: subject was in a non-shockable rhythm (no shock was advised/no shock delivered.) Device did not cause or contribute to outcome.